Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the insulin pump had alarmed button error. Customer was attempting to bolus when the alarm occurred. Customer's blood glucose was unknown. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not being returned for further analysis.